Event description:
The sensor was successfully calibrated and inserted into the patient. The reported blood gas values were correct for two hours. Ten hours later, the patient data was incorrect and, within a few minutes, the system reported that a new calibrated sensor was required. When the first sensor was disconnected from the patient data module, blood was found inside the connector. No injury or harm to the patient has been reported.